Event description:
Per the clinic, the patient was prescribed augmentin (dosage and duration not reported) on (B)(6) 2010 due to an infection at the abutment site. This did not resolve the issue therefore the patient was prescribed bactrim (dosage and duration not reported) on (B)(6) 2010.

Manufacturer narrative:
Device is unavailable for analysis.